Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributted to battery management. The battery used during the event was returned and confirmed to be depleted. There was no device log data found, which indicates the battery was already depleted when installed by the user. No fault found with the device. It was recommended that the users review the AED maintenance and battery management policies and procedures to prevent recurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.